Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. On behalf of the customer, a caregiver reported unspecified scan results on the adc device in comparison to unspecified readings from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer did not report any symptoms but was unable to self-treat, requiring unspecified treatment from a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Reportedly, a scan result of 112 mg/dl on the adc device compared to a glucose reading of 311 mg/dl obtained on a competitor brand meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. However, it is unknown when these readings were obtained in relation to the reported medical event.